Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report multiple motor position encoder error alarms. The customer's blood glucose level was unknown. No further details were provided.

Manufacturer narrative:
The insulin pump was received with failed displacement test and alarmed motor error during rewind due to motor encoder signal out of phase. Unable to verify e70 alarm or perform the self-test, a21 error test, basic occlusion, occlusion, prime and no delivery tests due to motor error alarm. The insulin pump passed currents test. The insulin pump had cracked case at the display window corner.